Manufacturer narrative:
The customer indicated that the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received from an international affiliate ((B)(4)) of a leakage of chemotherapeutic agent. It was reported that a nurse noted leakage at the "vent door" of the drip chamber during infusion of chemotherapeutic agent, reduxin. The leakage was observed when approximately 40 to 50ml of the solution was left to be infused into the patient. The leakage continued even after the clinician had verified that the "vent" was closed. The infusion of the chemotherapeutic agent was completed using the same set, as reportedly the "drug cannot be replicated." Approximately 5ml of the chemotherapeutic agent "dripped onto the floor" resulting in exposure to the "patient, the nurse and other patients within the unit." There were no reported adverse effects to anyone. Though requested, no additional information was provided.